Event description:
The dealer states that the unit is shutting down with no alarms.

Event description:
The dealer states that the unit is shutting down with no alarms.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
The device was evaluated by the returns department which found that the manifold is defective.